Event description:
It was reported that the right ventricular (rv) lead had intermittent capture and thresholds had increased. The lead was reprogrammed and remains in use. The device showed loss of output during explant. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Preliminary analysis revealed no output. Further testing revealed that the no output conditions were the result of lifted hybrid bond wires. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.